Manufacturer narrative:
(B)(4). Internal complaint number:(B)(4). Autonumber: # (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the hot jaw was slightly peeled at the tip. No detachment was observed. Based on the condition of the device as found, the reported failure "peeled jaw" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro surgical team was setting up for a CABG procedure. The hemopro device was opened up. At that time it was noticed that the gray plastic insulation around the tip of the jaws was partially off. This left some of the cauterizing cables exposed. The gray plastic insulation was pushed back over the tip of the bisector. However, it did not seem safe to use this device because the plastic may slip back again exposing wires or fall of completely. Therefore, the device was removed from the surgical field and a new kit was opened. The defective device was never used on the patient and was saved to be returned for evaluation.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro surgical team was setting up for a CABG procedure. The hemopro device was opened up. At that time it was noticed that the gray plastic insulation around the tip of the jaws was partially off. This left some of the cauterizing cables exposed. The gray plastic insulation was pushed back over the tip of the bisector. However, it did not seem safe to use this device because the plastic may slip back again exposing wires or fall of completely. Therefore, the device was removed from the surgical field and a new kit was opened. The defective device was never used on the patient and was saved to be returned for evaluation.